Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic with complaints of experiencing diaphragmatic stimulation. The left ventricular exhibited intermittent capture. No additional information was available. The lead remained implanted and the patient would be followed remotely.